Manufacturer narrative:
Initial reporter address;(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set leaked from an unspecified location. The leak was observed after connection. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: d4 (lot) : from unknown to know (h20c24042) d4 (expiration): from unknown to know (03/24/2025) d4 (unique identifier): from unknown to know (B)(6) correction: h4 (device manufacture date): from unknown to know (03/24/2020) should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.